Event description:
Customer had an incident of gastritis and during incident, blood glucose readings were attempted by workplace facility nurse. Customer rec'd several error 3 messages. Customer was taken to the emergency room where a test was taken with the accuchek advantage. Customer displayed symptoms of hypoglycemia (trembling, sweating, dizziness). Customer did not remember the reading rec'd. Pt was provided a candy bar for treatment and their glucose level returned to a higher level (164 mg/dl). Customer had blood work conducted and the results were within normal ranges. Pt was released from the hospital.